Manufacturer narrative:
(Moisture intrusion) the reported event of "an ar-3200-0021 ccu would only show half an image" was confirmed and attributed to corrosion of motherboard component j23 resulting from moisture intrusion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 01/06/2023 by a sales representative via sems that an ar-3200-0021 ccu would only show half an image. Case involvement, procedure was prolonged because the facility had to completely switch units. Patient stayed under additional anesthesia. Per facility: "they then swapped the ccu before calling and now only 1/2 image showing they do not have a failover in place. Patient impact at time of call is extended duration of case. The facility ultimately rolled in a competitors tower."